Event description:
It was reported by the account that during an lap sigmoid procedure, the device misfired and the device was over turned during removal creating a difficulty to remove. The surgeon had to perform a colostomy. The surgeon will attempt to reverse the colostomy at a later date. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.